Manufacturer narrative:
The field service engineer determined that the probe was misadjusted. The adjustment was corrected. The customer used 13 mm. Diameter sample tubes, but did not use rack adapters required for 13 mm. Diameter tubes. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crpl4 c-reactive protein gen.4 ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. No units of measure were provided for the na, k, and cl tests. The sample initially resulted with a crp value of 2.7 mg/l, which repeated as 153.0 mg/l. The sample initially resulted with an na value of 74, which repeated as 131. The sample initially resulted with a k value of 2.52, which repeated as 4.38. The sample initially resulted with a cl value of 45.5, which repeated as 89.0. The crp reagent lot number was 438721. The reagent expiration date was requested, but not provided. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.